Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode identified as defect code no. 314, bond separation, which equates to the dfmea failure mode of "inadvertent cuff detachment, prior to, during or post procedure." DHR was reviewed and no discrepancies were found. Review of the complaint history identified trends and the event has been escalated within our internal processes (CAPA). The relevant CAPA was closed on december 6, 2017. A summary of the investigation has been sent to the complainant.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the cook-swartz doppler probe doppler wires were coming loose post operatively, which necessitated the reopening of the patient's neck incision to determine what resulted in the loss of the doppler signal. The doppler malfunction reportedly directly contributed to the additional medical intervention. The patient's original procedure was a pharyngectomy with anterior lateral thigh free tissue transfer.